Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot not be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger could not power on. The pt was issued a replacement charger.